Event description:
A patient reported pain and swelling (reported in MFR. Report #1644487-2022-00254) and the patient's mother reported that she is in a support group and a there were a couple of other patients who had similar symptoms and had the vns replaced underneath the pectoralis muscle in order to resolve the symptoms. This MDR captures the events for one unknown patient, MFR. Report # 1644487-2022-00348 captures the events for the other unknown patient. No further relevant information has been received to date.